Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a defective fluid filter on the vacuum pump causing liquid to go to pump. The fse replaced the vacuum pump assembly, waste pump and adjusted calibration factors. This resolved the issue. (B)(4).

Event description:
The customer reported the white blood cell (wbc) bath, red blood cell (rbc) bath and the vacuum isolation chamber overflowed from the act diff 2 instrument. The customer was in the middle of doing startup when the leak was noticed. The volume of the leak was approximately 10-20 ml and was not contained within the instrument. No erroneous patient results were generated in connection with this event.